Event description:
It was reported that an ilet pump touchscreen stopped accepting input after functioning earlier, and visual inspection identified microcracks on the screen; the device will be replaced and the user was advised on shutdown and return, data sync to the app, start-up requirements for the replacement, and continued cgm use. Symptoms included no reported clinical effects. Outcomes included an inability to perform meal announcements or supply changes, with the user planning to allow the pump to correct glucose automatically. Investigation included user troubleshooting and visual assessment for screen damage. Investigation of this case revealed a damaged or cracked touchscreen consistent with a display component failure that impaired user interface input. It was concluded, based on previously established findings for similar reports, that the cause was device component damage consistent with physical impact or stress.